Manufacturer narrative:
PMA/510k: this part is not approved for use in the us; however, a like device with part# 54840008580, 510k# k091974 and upn (B)(4) is available for sale in the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: degenerative scoliosis. Type of procedure: posterior fusion. Levels implanted: l3/4/5/sai. It was reported that post-op, the implanted screw on the right side of illiac (s2ai) was broken at the base of the screw head. Patient underwent revision surgery for the removal of broken screw.